Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review. Log file reviewed captured some low voltage advisories early in the log from what appears to be normal battery depletion down to the hazard state in some events. On (B)(6) 2019, the driveline was disconnected or unknown reason and there was a no external power event. Additional information was requested however not provided.

Manufacturer narrative:
Outcomes attributed to adverse event: additional information. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the driveline was disconnected from the system controller at 12:55pm on (B)(6) 2019 resulting in the pump to stop. The account submitted a log file for evaluation and reported the patient complained of unspecified alarms. Log file data showed the driveline was disconnected from the system controller at 12:55pm on (B)(6) 2019 resulting in the pump to stop. The system controller was also disconnected from external power at this time. This occurred in the setting of atypical power cable disconnect and low power alarms, occurring throughout that day, due to a potential connection issue between the system controller and external power. The data showed the pump remained off for approximately 42 seconds until the driveline and external power were reconnected to the system controller at 12:56pm. Following reconnection, the system continued to operate as intended at or above the low speed limit for the remainder of the log file. It was also noted that between (B)(6) 2019, the data showed the system was connected to battery power only for multiple days suggesting the user was sleeping while connected to the batteries. The hm3 IFU explains that the system must be connected to the power module when sleeping or when there is a chance of sleep. The account refused to provide any further information citing hipaa regulations. No adverse events resulting from the pump stop were reported. The patient's batteries and battery clips were exchanged due to the power cable disconnect alarms. The patient remains ongoing on vad support with no further related issues reported. The hm3 IFU and patient handbook warn users against disconnection of the driveline, explaining that doing so would result in the pump to stop. Lastly, these documents explain all system controller alarms and that users should contact the appropriate personnel if there are any changes to how the system operates, feels, or sounds. No further information was provided. The manufacturer is closing the file on this event.